Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead is oversensing noise. They will be changing the lead out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).